Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their back has been killing them for a long time and they finally got in to see their healthcare provider (hcp) who asked them if their therapy was on. Patient stated they have been charging it every month when needed; however, reported their controller screen displayed stimulation is off and they did not know how it got turned off. Agent had patient use stimulation on/off button to turn stimulation back on; patient confirmed green outline around group a. Agent reviewed information.